Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited loss of right ventricular (rv) capture. No patient symptoms or intervention was reported.